Manufacturer narrative:
Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, a drill bit broke in a patient as the surgeon was intentionally drilling into an existing screw. Half of the drill bit was recovered from the patient while the other half was left in the patient. Initially, the surgeon had no intention of drilling in an existing screw, but gradually decided to drill it so that the screw would fit in the proper direction. As he was trying to move the screw to the proper direction he tried to force the drill and after some time the drill bit broke. Surgery was completed successfully with no delay. No patient consequence was reported. This report is for a 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Updated to report concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1).